Event description:
The micro-macro plum xl pump was checked at 2100 and the rate was verified to be running at 5.1 cc/hr. At 2200 the pt had an abg drawn along with a surestep (glucose screen) due to the fact the pt was on tpn. Shortly thereafter the nurse checked the ivf infusion rate and found it to be set at 125 cc/hr with the total amount infused at 30 cc which should have been only 11.7 cc. The pump was turned off. The infant's blood sugar was 183. One hour later the surestep was repeated and the infant's blood sugar was 130. The IV was restarted, per a new pump, at 2330 at 5.1 cc/hr.